Event description:
The distal portion of the catheter sheared and accidentally stayed in the patient. The white tip is misleading them because the color of the tip indicates if the whole catheter is out. Physicians are accustom to using insso10 and seeing a black tip. Additionally the marking system is not contemporary with modern practice leading to over insertion.